Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok, up arrow, and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: during investigation, the original issue was unable to be duplicated. The pump was returned with all of the keypad buttons responding properly. There was no physical damage on the keypad. The keypad was removed and there was no contamination found. Unrelated to the original complaint, the battery compartment was observed to be cracked from the bottom traveling to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.